Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/increasingly severe pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), back pain ("back pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and back pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/increasingly severe pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, menorrhagia, dysmenorrhea and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), back pain ("back pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and back pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: insertion details-left 4 right 4 coils were noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received-new reporter, medical history, insertion details, removal details were added . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/increasingly severe pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), back pain ("back pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and back pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Event "abnormal bleeding" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.